Manufacturer narrative:
Device history records for the stem extension were reviewed and no deviations or anomalies were found. The product was not returned for review but the packaging was returned. Visual inspection of the packaging identified white adhesive material on the topside of a retainer which rests just underneath the inner cavity tyvek lid. The implant is packaged in a poly bag underneath the retainer. An ir spectra analysis was performed and identified the material as the adhesive used inside the tyvek lid. This is caused by the retainer touching the lid when the heat seal is applied. As the implant resides in a poly bag underneath the retainer, it would not come in contact with the residue, and there is no sterilization concern with this seal. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. Packaging development has determined this event to be inherent to the sealing process for this packaging configuration and poses no risk to the integrity of the product.

Event description:
It is reported that residue was found inside the sterile packaging of device.

Manufacturer narrative:
This report will be amended when our investigation is complete.